Event description:
The stent was deployed within the distal "lad", the physician decided go back in to dilate the lesion with the same "sds" balloon and the proximal shaft fractured outside the patient's vessel.